Event description:
It was reported that a patient underwent an orthopedic joint surgery procedure on (B)(6) 2011 and suture was used. During closure of the wound the suture snapped very easily. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for knot pull and they met the requirements.